Manufacturer narrative:
The reported event of migration due to twiddlers could not be confirmed. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported, that patient presented for scheduled procedure. Prior to procedure, it was noted, that implantable cardiac defibrillator (ICD) migrated, due to twiddlers syndrome. The ICD was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested, but not received.